Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the station and was able to view the screen without any display issues during the remote session and asked the customer to check on their end. The technical support specialist had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device screen went black, station was restarted twice but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.